Manufacturer narrative:
The company service rep examined the system. The worn cutter valve was replaced and disposed of. Preventive maintenance was performed. The system was then tested and met all product specs. (B) (4). (B) (4).

Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): the settings were not what the surgeon expected them to be (device operates differently than expected). The nurse reported that during surgery to repair a retinal detachment, the settings were not what the surgeon expected them to be. Add'l info received from the surgeon stated when the footswitch was depressed the probe appeared to cut slower. The system was rebooted and the settings returned to the normal settings. The surgeon was able to complete the case. The surgeon stated there was no pt injury.